Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found dust in the CPR switch. The technician cleaned the CPR switch to repair the bed.